Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where patient forgot to remove the needle guard from the cannula on (B)(6) 2025. The event resulted in high blood glucose 325 mg/dl. Patient changed infusion set and insulin delivery resumed. No further information available.